Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis confirmed the reported event. The display no longer worked and was white. Corrosion was found on the display connection. (B)(4) the rf head tested out of specification. The cable was found twisted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The display no longer worked and was white. Corrosion was found on the display connection. (B)(4) the rf head tested out of specification. The cable was found twisted.

Event description:
It was reported the screen no longer worked. Water in the screen was questioned. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis. No patient involvement or complications were reported.